Event description:
The customer reported that the ac power module inlet had pulled out.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module inlet had pulled out. The ac power module was replaced under warranty which resolved the failure. The unit remains at the customer site with the new module installed.